Manufacturer narrative:
The product was not returned therefore an eval of the device was not possible. The instructions for use that accompany the device state that the product is provided non-sterile and must be cleaned and sterilized before use. They also state that all of the complications associated with surgery are possible including hemorrhage, hematoma, and skin irritation and/or pain. A review of the mfg records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that after the device was implanted the pt developed an intracranial hematoma, subarachnoid hemorrhage, and scalp tissue edema. The device was explanted and a new device was implanted.